Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle broke and the insulin pump had no delivery alarm. The customer¿s blood glucose was 121 mg/dl. Customer declined troubleshooting. The product will return for analysis.

Manufacturer narrative:
No broken or missing parts were observed during analysis.